Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("infrequent pelvic pain"), device breakage ("essure device in three separate pieces") and pancreatitis ("pancreatitis") in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included unwanted pregnancy (unplanned pregnancy conceived on oral contraception - last menstrual period was (B)(6) 2011) on (B)(6) 2011, haemorrhage in pregnancy on (B)(6) 2011, fatigue (during annual routine pap and checkup) on (B)(6) 2011, vaginal delivery (baby boy) on (B)(6) 2011 and vaginal delivery (baby girl) on (B)(6) 2012. Previously administered products included for contraception: oral contraceptive nos. Past adverse reactions to the above products included pregnancy on oral contraceptive with oral contraceptive nos. Concurrent conditions included overweight, calculus of gallbladder without mention of cholecystitis since (B)(6) 2014, breast mass since (B)(6) 2014 and cholecystectomy since (B)(6) 2014. Concomitant products included nabumetone (relafen). In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") with lethargy, menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2016, the patient experienced pancreatitis (seriousness criterion medically significant), weight increased ("weight gain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced genital injury ("physician told the plaintiff that the essure ripped her fallopian tube"). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced depression ("depression"), anxiety ("anxiety"), pelvic adhesions ("adhesions"), arthralgia ("pain in right hip") and complication of device removal ("complication of device removal"). The patient was treated with surgery (bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved. At the time of the report, the device breakage, pancreatitis, depression, anxiety, pelvic adhesions, bladder disorder, urinary tract disorder, fatigue, arthralgia and genital injury outcome was unknown and the weight increased was resolving. The reporter considered anxiety, arthralgia, bladder disorder, complication of device removal, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital injury, menorrhagia, pancreatitis, pelvic adhesions, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: medical records (mr) that fallopian tubes and essure coils were removed without difficulty and the plaintiff tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Smear cervix - on (B)(6) 2017: abnormal - repeat negative. Concerning the injuries reported in this case, the following one was reported via medical records: device breakage. And the following ones were confirmed via medical records: pelvic pain and dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr ¿ new reporters (healthcare facilities); plaintiff¿s demographic data; historical drug (oral contraceptive nos) and conditions (vaginal delivery, pregnancy with spotting, fatigue); concomitant condition (overweight, gallbladder calculus w/o cystitis, cholecystectomy and right breast lump) and drug (relafen); essure indication (permanent birth control); insertion date update ((B)(6) 2012); previous reported event update (from pain to pelvic pain and from abnormal bleeding to abnormal bleeding (vaginal, menorrhagia) and downgrade); new adverse events (lethargic, bladder or urinary problems, dysmenorrhea, dyspareunia, fatigue, pancreatitis, right hip pain, essure ripped plaintiff¿s fallopian tube, and essure device in three separate pieces); outcome of events pelvic pain and bleeding (recovered within 2 months following essure removal) and weight gain (decreased); exams (hysterosalpingogram and smear cervix); and essure removal method (bilateral salpingectomy). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("infrequent pelvic pain"), device breakage ("essure device in three separate pieces") and pancreatitis ("pancreatitis") in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included unwanted pregnancy (unplanned pregnancy conceived on oral contraception - last menstrual period was (B)(6) 2011) on (B)(6) 2011, haemorrhage in pregnancy on (B)(6) 2011, fatigue (during annual routine pap and checkup) on (B)(6) 2011, vaginal delivery (baby boy) on (B)(6) 2011 and gravida (baby girl) on (B)(6) 2012. Previously administered products included for contraception: oral contraceptive nos. Past adverse reactions to the above products included pregnancy on oral contraceptive with oral contraceptive nos. Concurrent conditions included overweight, calculus of gallbladder without mention of cholecystitis since (B)(6) 2014, breast mass since (B)(6) 2014 and cholecystectomy since (B)(6) 2014. Concomitant products included nabumetone (relafen). In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") with lethargy, menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2016, the patient experienced pancreatitis (seriousness criterion medically significant), weight increased ("weight gain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced genital injury ("physician told the plaintiff that the essure ripped her fallopian tube"). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced depression ("depression"), anxiety ("anxiety"), pelvic adhesions ("adhesions"), arthralgia ("pain in right hip") and complication of device removal ("complication of device removal"). The patient was treated with surgery (bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved. At the time of the report, the device breakage, pancreatitis, depression, anxiety, pelvic adhesions, bladder disorder, urinary tract disorder, fatigue, arthralgia and genital injury outcome was unknown and the weight increased was resolving. The reporter considered anxiety, arthralgia, bladder disorder, complication of device removal, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital injury, menorrhagia, pancreatitis, pelvic adhesions, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: medical records (mr) that fallopian tubes and essure coils were removed without difficulty and the plaintiff tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Smear cervix - on (B)(6) 2017: abnormal - repeat negative. Concerning the injuries reported in this case, the following one was reported via medical records: device breakage. And the following ones were confirmed via medical records: pelvic pain and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), depression ("depression"), anxiety ("anxiety") and adhesion ("adhesions"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, depression, anxiety and adhesion outcome was unknown. The reporter considered adhesion, anxiety, depression, genital haemorrhage, pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.